Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: the patient was pre-operatively diagnosed with right l4-l5 herniated disc with degenerative disc disease with axial back pain and radiculopathy and underwent left l4-l5 translumbar interbody fusion with placement of peek interbody cage, pedicle screws at l4-l5 with facetectomy and neuromonitoring with use of fluoroscopy. As per op-notes, ¿ .. Once this was completed, surgeon went ahead and decorticated the lateral aspects of l4-l5 transverse processes on both sides and placed bmp with autograft. Surgeons ,then, went ahead and compressed both sides of l4-l5. They finished placing bmp with autograft in the lateral gutters at the transverse process on the right and left sides at l4-l5.. .¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a lateral lumbar spinal fusion procedure at l4-5 with a non lt-cage using rhbmp-2/acs at multiple vertebrae levels. Post operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. Reportedly, the patient received significant medical treatment. The patient has never recovered from the surgery and continues to suffer from daily, disabling pain that prevents her from performing many basic activities.